Manufacturer narrative:
(B)(4).

Event description:
It was reported "wire assembly will not engage. Once assembly is put together. Wire seems to be too big to thread the back of the wire." It was further clarified the spring wire guide will not advance inside the needle which is inside the clear tube. The alleged issue was detected prior to use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer returned one opened kit and three representative kits for analysis. The needle of the kit involved in this complaint was not returned for analysis. One of the representative samples was from a different lot, but it was confirmed by the customer that they returned whatever similar kit they had in stock. Visual analysis of the guide wire revealed one offset coil towards the distal tip. Microscopic examination confirmed the kinking and revealed that the distal weld was present and appeared full and spherical. The representative kits were opened to further analyze the components, and no obvious defects or anomalies were observed on the guide wire or needle. The offset coil in the guide wire measured 1/8" from the distal tip. The guide wire length from the handle to the distal tip measured 5 1/8", which is within the specifications of 5 1/32"- 5 5/32" per product drawing. The guide wire outer diameter measured 0.437mm, which is within the specifications of 0.432 - 0.457mm per product drawing. Dimensional analysis of the guide wires and needle cannulas within the representative kits was also performed. The components passed all relevant dimensional requirements. Functional inspection of the guide wires were performed per the product IFU, which states "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The guide wire returned as part of this complaint was tested with a lab inventory needle, and the guide wire could not advance through the needle. The guide wires in the returned representative kits were also functionally tested with the returned needle cannulas, and none of the guide wires were able to advance through their respective cannulas. Therefore, the customer complaint can be confirmed. After failing functional testing, the bill of materials (bom) was further analyzed. It was identified that the IFU instructs the user to thread the guide wire through the introducer needle as part of the procedure. However , the outer diameter specification limits of the guide wire (0.432mm - 0.457mm) is larger than the inner diameter specification limits of the needle (0.0095" - 0.0110"). This would not make it possible for the guide wire to be threaded through the needle cannula. Manufacturing and r & d were consulted regarding this issue, and they confirmed that the issue did not occur during their assembly process since they reference the already created bom to assemble the kits. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture.". The customer report of needle/guide wire resistance was confirmed through investigation of the returned sample. Visual analysis revealed one offset coil along the guide wire body. The guide wire and needle passed all relevant dimensional requirements. Functional testing revealed that the guide wire could not be threaded through the needle per IFU, confirming the customer complaint. It was determined that the incorrect bom was created for this kit. Design likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "wire assembly will not engage. Once assembly is put together. Wire seems to be too big to thread the back of the wire." It was further clarified the spring wire guide will not advance inside the needle which is inside the clear tube. The alleged issue was detected prior to use. No patient involvement was reported.